Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's blower motor was replaced to address the issue. There was no patient harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.

Event description:
The manufacturer received information alleging a ventilator does not power on. There was no patient harm or injury reported.